Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted alleging that the ¿sensor wire was sticking out of the bottom prior to pushing the plunger down to insert.¿ there was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the potential to cause harm to the user.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/02/2016 with the following findings: during investigation, a visual inspection of the returned sensor showed no damage or defect to the sensor. The sensor wire length was found to be within specification.